Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a burned power supply and a burned power cord. The burned parts were noticed during repair after the machine was pulled from service for failing to power on. The biomed stated during follow-up that the burn damage occurred when the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet that was shared with another machine. The machine was placed into heat disinfection which draws the most amperage and a circuit on the power supply blew. The biomed stated this issue with the power supply also damaged the power cord and that burn damage could be identified on the internal wire at the location where the cord connects to the power switch. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 11,000 hours and the power supply and power cord were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned power supply and power cord. The biomed replaced the power supply and power cord, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a burned power supply and a burned power cord. The burned parts were noticed during repair after the machine was pulled from service for failing to power on. The biomed stated during follow-up that the burn damage occurred when the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet that was shared with another machine. The machine was placed into heat disinfection which draws the most amperage and a circuit on the power supply blew. The biomed stated this issue with the power supply also damaged the power cord and that burn damage could be identified on the internal wire at the location where the cord connects to the power switch. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 11,000 hours and the power supply and power cord were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned power supply and power cord. The biomed replaced the power supply and power cord, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples were returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a burned power supply and a burned power cord. The burned parts were noticed during repair after the machine was pulled from service for failing to power on. The biomed stated during follow-up that the burn damage occurred when the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet that was shared with another machine. The machine was placed into heat disinfection which draws the most amperage and a circuit on the power supply blew. The biomed stated this issue with the power supply also damaged the power cord and that burn damage could be identified on the internal wire at the location where the cord connects to the power switch. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 11,000 hours and the power supply and power cord were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned power supply and power cord. The biomed replaced the power supply and power cord, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the power supply was returned to the manufacturer for a physical evaluation. An external visual inspection found no indications of thermal or any other damage. There was evidence of pitting found on the power plug. A detailed inspection found one of the plugs from the power control board was not connected to the circuit breaker switch and all wires from the power control board were incorrectly assembled to the main rocker switch and circuit breaker switch. The test machine failed to power on with the returned power supply installed in "as is" condition. The failure was due to the incorrect wiring. The power supply was removed for re-assembly. All wires were connected to their proper location on both switches and the ground wires were connected to the chassis ground post. The test machine powered on without problems. Dialysis mode functioned properly without failures. The self-test program was completed without failures. The power supply functioned properly without any thermal damage to any components on the power supply and power plug.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a burned power supply and a burned power cord. The burned parts were noticed during repair after the machine was pulled from service for failing to power on. The biomed stated during follow-up that the burn damage occurred when the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet that was shared with another machine. The machine was placed into heat disinfection which draws the most amperage and a circuit on the power supply blew. The biomed stated this issue with the power supply also damaged the power cord and that burn damage could be identified on the internal wire at the location where the cord connects to the power switch. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 11,000 hours and the power supply and power cord were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned power supply and power cord. The biomed replaced the power supply and power cord, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples were returned to the manufacturer for physical evaluation.